Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was involved in noise being stored as nsvt episodes. There were a total of 3 nsvt episodes. Patient was pacer dependent but no mention of symptoms or asystole. Technical services discussed nominal sensitivity was fixed at 2.5ms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).